Manufacturer narrative:
Updated b.5, h.6 and imf. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading. The aortic regurgitation was paravalvular leak (pvl) however the severity was unknown. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 07-aug-2027, UDI#: (B)(4). Concomitant medical devices in use during the event include: product ID: l-evolutfx-2329 product serial/lot number: (B)(6); implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deployment of a transcatheter aortic valve, the valve dislodged up during deployment. Recapture of the valve was performed, followed by redeployment. During the second deployment, contrast fluoroscopy imaging was performed and identified infolding of the transcatheter aortic valve with significant aortic regurgitation associated with the infolding. The valve was removed from the patient due to the infolding and significant aortic regurgitation, and a new valve was loaded and subsequently deployed with optimal results.